Event description:
Instrument failure - due to the threads on the impactor handle breaking off in the shell while impacting into the acetabular. The threads that broke off were left in the cup that's in the patient.

Manufacturer narrative:
The instrument was returned on 6-aug-2018. When the reported event occurred the instrument may have been in service for 4.2 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of the complaint history indicates to date (6 sep 2018) 7 complaints have been reported against this part number. The summary of complaints for this part are as follows: 6- functional, 8 - dull/worn, 38 - threads damaged/galled, 1 - weld, 3 - bent, 106 - broke/cracked/damaged, 1 - hardware missing/lost, 1- device cracked/broke, 1 - other, 3 - end of life, 88 - blank. Examination of the returned positioner shows the threaded tip broken off confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue.